Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract extraction with intraocular lens implant procedure the handpiece had no phacoemulsification power. The system was re-booted and the case was completed using the same handpiece and system. There was no harm to the patient. A sample is not expected.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was able to resolve the issue remotely by restarting the system. It was determined that the system was functioning ¿normally.¿ a review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The system was found to function normally. Therefore, the root cause could not be determined conclusively. (B)(4).